Manufacturer narrative:
Instrument lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the fighter inserter was damaged and needed to be replaced. There was no patient present when this issue was identified.